Event description:
Prestige lap grasper being used in surgery, while being used inside patient, one of the jaws of the grasper broke off. Broken piece was obtained and removed from patient. Device sequestered.